Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib). The guidewire was inserted without issue. When the catheter was deployed to flower there was a noise, and the wire became jammed. The catheter and wire were removed, and a new catheter and wire were used. Then the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. An attempt to insert a guidewire was made and it was unsuccessful since the guidewire could not advance through the catheter due to a resistance felt during the insertion. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Additionally, some white spots were observed on the break point of the pebax.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib). The guidewire was inserted without issue. When the catheter was deployed to flower there was a noise, and the wire became jammed. The catheter and wire were removed, and a new catheter and wire were used. Then the procedure was completed without patient complications. The device is expected to be returned.